Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013, to report that around the end of (B)(6) 2013, patient wore a sensor that irritated his skin. Around day 6 of sensor wear, patient's skin was red and inflamed. Patient's mother removed the sensor wire which pulled out in its entirety. Patient was taken to his pediatrician and was prescribed antibiotics due to a skin inflammation as large as a golf ball. Antibiotics did not help. Patient underwent surgery on (B)(6) 2013, to remove the skin lump. A (B)(6) infection was deemed the cause of the skin infection. At the time of his mother's call to dexcom technical support, patient was feeling well but his skin was marked with a scar and a little discoloration.